Event description:
Reporter stated that patient obtained blood glucose results of 503 mg/dl and 180 mg/dl, within 2 minutes, when testing on the accu-chek mobile system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Conclusion - although the suspect product was returned to the manufacturer, the test cartridge was empty, and further evaluation was not possible.